Event description:
It was reported that balloon rupture occurred. A 5.0 mm x 100 mm x 150 cm sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.